Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The patient was on general anesthesia during the implant procedure. The valve was implanted via left carotid access. Prior to delivery system and valve implant, there were multiple guidewire manipulations. There was no difficulty noted when implanting the delivery system. The patient remained hemodynamically stable throughout the procedure. Post implant during an angiography, it was seen that the left carotid artery had two dissections, one at the ostium and one at the carotid access site. Two stents were emergently placed via left femoral access. A 10x30 abbott xact stent was placed at the left cut down site and a 10x29 abbott omnilink elite stent was placed in the ostium. The valve remained implanted.

Manufacturer narrative:
An event of dissections was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The patient was on general anesthesia during the implant procedure. The valve was implanted via left carotid access. Prior to delivery system and valve implant, there were multiple guidewire manipulations. There was no difficulty noted when implanting the delivery system or navitor valve itself. The patient remained hemodynamically stable throughout the procedure. Post implant during an angiography, it was seen that the left carotid artery had two dissections, one at the ostium and one at the carotid access site. Two stents were emergently placed via left femoral access. A 10x30 abbott xact stent was placed at the left cut down site and a 10x29 abbott omnilink elite stent was placed in the ostium. The valve remained implanted. The user does not believe that the delivery system or valve caused the dissections. It is believed that the dissections were caused by the manipulations of wires. The patient was reported as stable and discharged.